Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens was removed due to torn haptic. There was no pt injury.

Manufacturer narrative:
(B)(4): results - visual inspection of the returned product found optic torn. Piece of optic and haptic torn off. Lens was returned in vial and in liquid. Conclusions- a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).